Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), uterine neoplasm ("CT scan showed a growth in my uterus") and abdominal pain lower ("low stomach pain") in a 44-year-old female patient who had essure (batch no. B26274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included d & c on (B)(6) 2014 and miscarriage on (B)(6) 2014. Concurrent conditions included postpartum state, obesity, hypertension, scoliosis and arthritis. Concomitant products included amlodipine since 2013, cefalexin (cephalexin) since 2013, estradiol, gabapentin, ibuprofen, indometacin (indomethacin), methocarbamol, prinzide (lisinopril/hydrochlorothiazide) and vicodin (hydrocodone w/acetaminophen). In 2013, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharges"). On (B)(6) 2015, 2 years after insertion of essure, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine neoplasm (seriousness criteria disability, medically significant and intervention required), abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required), pelvic fluid collection ("fluid in my uterus and also around my bladder"), hydrometra ("fluid in my uterus and also around my bladder"), the second episode of menorrhagia ("prolonged menses"), hernia ("hernia on left side") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2015 hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the uterine neoplasm, abdominal pain lower, pelvic fluid collection, hydrometra, the last episode of menorrhagia and hernia had resolved. At the time of the report, the genital haemorrhage, pelvic pain, vaginal discharge and dyspareunia had resolved. The reporter provided no causality assessment for hydrometra and pelvic fluid collection with essure. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hernia, pelvic pain, urinary tract disorder, uterine neoplasm, vaginal discharge, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Computerised tomogram - on an unknown date: growth in uterus (abnormal nos). Quality-safety evaluation of ptc: batch no. B26274. Production date: apr-2013. Expiration date: apr-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch trend could be identified. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical record received: reporter information, patient details, product information, concomitant drugs, were added and event severe physical injuries updated with events- abnormal bleeding (vaginal), menorrhagia, bladder problems, urinary problems or changes, dysmenorrhea (cramping), she did not undergo confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055914) in united states on 22-oct-2015. Then, this spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), uterine neoplasm ("CT scan showed a growth in my uterus") and abdominal pain lower ("low stomach pain") in a (B)(6) female patient who received essure (batch no. B26274) for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c and miscarriage. Concurrent conditions included postpartum state and obesity. Concomitant products included vicodin (hydrocodone w/acetaminophen), prinzide (lisinopril/hydrochlorothiazide), ibuprofen, estradiol, gabapentin, indometacin (indomethacin) and methocarbamol. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), uterine neoplasm (seriousness criteria disability and medically significant), abdominal pain lower (seriousness criterion hospitalization), pelvic pain ("severe pelvic pain"), pelvic fluid collection ("fluid in my uterus and also around my bladder"), hydrometra ("fluid in my uterus and also around my bladder"), menorrhagia ("prolonged menses"), abdominal hernia ("hernia on left side"), vaginal discharge ("irregular vaginal discharges") and dyspareunia ("pain during intercourse"). The patient was treated with hysterectomy on (B)(6) 2015). On (B)(6) 2015, the uterine neoplasm, abdominal pain lower, pelvic fluid collection, hydrometra, menorrhagia and abdominal hernia had resolved. At the time of the report, the genital haemorrhage, pelvic pain, vaginal discharge and dyspareunia outcome was unknown. The reporter considered genital haemorrhage, uterine neoplasm, abdominal pain lower, pelvic pain, menorrhagia, abdominal hernia, vaginal discharge and dyspareunia to be related to essure. The reporter provided no causality assessment for pelvic fluid collection and hydrometra with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: computerised tomogram result was growth in uterus (abnormal nos). Quality-safety evaluation of ptc: batch no. B26274. Production date: apr-2013. Expiration date: apr-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch trend could be identified. Most recent follow-up information incorporated above includes: on 23-may-2017: no further information was received for this case. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055914) in united states on 22-oct-2015. Then ,this spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), uterine neoplasm ("CT scan showed a growth in my uterus") and abdominal pain lower ("low stomach pain") in a (B)(6) female patient who received essure (batch no. B26274) for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c and miscarriage. Concurrent conditions included postpartum state and obesity. Concomitant products included vicodin (hydrocodone w/acetaminophen), prinzide (lisinopril/hydrochlorothiazide), ibuprofen, estradiol, gabapentin, indometacin (indomethacin) and methocarbamol. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), uterine neoplasm (seriousness criteria disability and medically significant), abdominal pain lower (seriousness criterion hospitalization), pelvic pain ("severe pelvic pain"), pelvic fluid collection ("fluid in my uterus and also around my bladder"), hydrometra ("fluid in my uterus and also around my bladder"), menorrhagia ("prolonged menses"), abdominal hernia ("hernia on left side"), vaginal discharge ("irregular vaginal discharges") and dyspareunia ("pain during intercourse"). The patient was treated with hysterectomy on (B)(6) 2015). On (B)(6) 2015, the uterine neoplasm, abdominal pain lower, pelvic fluid collection, hydrometra, menorrhagia and abdominal hernia had resolved. At the time of the report, the genital haemorrhage, pelvic pain, vaginal discharge and dyspareunia outcome was unknown. The reporter considered genital haemorrhage, uterine neoplasm, abdominal pain lower, pelvic pain, menorrhagia, abdominal hernia, vaginal discharge and dyspareunia to be related to essure. The reporter provided no causality assessment for pelvic fluid collection and hydrometra with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: computerised tomogram result was growth in uterus (abnormal nos). Quality-safety evaluation of ptc: batch no. (B)(4). Production date: apr-2013. Expiration date: apr-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch trend could be identified. Most recent follow-up information incorporated above includes: on (B)(6) 2017: now reported from lawyer: essure implanted on (B)(6) 2011 inconsistent with previously reported data: essure implanted on (B)(6) 2014 after miscarriage on (B)(6) 2014) for permanent contraception, removed on (B)(6) 2015. Reported events: heavy bleeding, prolonged menses, irregular vaginal discharge (the previously reported "female problems" were specified), severe pelvic pain and pain during intercourse, all considered related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had an unspecified growth in her uterus diagnosed approximately 2 years after essure (fallopian tube occlusion insert) insertion and underwent a surgery. She also had low stomach pain (hospitalized) and heavy bleeding (seen as genital bleeding). Only genital bleeding is anticipated in the reference safety information for essure. In this particular case, consumer developed pain and an ultrasound showed fluid in her uterus and around her bladder. A CT scan was performed and revealed a growth in her uterus. According to her, physician mentioned if she did not have a surgery it could turn into cancer. Additionally, she stated the surgery was done after a biopsy. Neither the etiology of her uterine growth was given nor was the biopsy result provided. Although events description suggests a possible tumoral etiology for the consumer's uterine growth; since minimal information was given, causality with essure cannot be assessed by now. Stomach pain is usually a sign of a gastric disorder. Considering the nature of the event low stomach pain, and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy) based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No batch trend could be identified. Update of ptc is expected. No active follow-up is allowed and further information is expected only through litigation process.